Event description:
Customer reported a past low blood glucose event with the lowest level recorded at 45 mg/dl. Cause was not known. The customer consumed carbohydrates to address the low blood glucose and did not require assistance from others. It was noted that the basal-iq feature on the pump software was active during the issue. Customer was advised by technical support to consult with a healthcare professional to discuss factors that might be affecting their blood glucose levels, and the customer acknowledged this recommendation.